Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the door where the cassette was loaded had been wet. The patient stated when they took the supplies down they took a look at the cassette lines and the cassette and did not notice anything out of the ordinary with the disposables. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new homechoice arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.